Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize te connection) has been confirmed. Upon investigation the monitor failed incoming testing, specifically a baseline test. The cause for the failure was isolated to a broken black pulse wire in the monitor's electrode belt cable receptacle. The root cause for the broken wire was excessive force. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was not recognizing the therapy electrode connection.